Event description:
It was reported by service report that the siderail latch is broken exposing sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: latch assembly handle.